Event description:
Customer wa hosp. With high blood glucose. Prior to hosp customer called help line repeatedly and reported that she had leaks, but customer checked for leaks with tubing clamp and found none during this particualr complaint.